Event description:
The physician was taking part in a co sponsored test for new product development. The procedure was an embolization of a high flow avm. Dr used his usual procedure for this lesion, however, the vasculature was tortuous. The loops in the target vessel did not allow easy withdrawal of the catheter and the tip of the catheter was inadvertently glued in place. A portion of the catheter was left in the pt. Due to the nature of the procedure and the fact the affected vessel was to be occluded there was no adverse affect on the pt.